Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device after a lower extremity arterial occlusive disease interventional procedure using a small-bore sheath. Reportedly, during advancement of the device into the anatomy it was noted that the suture thread had come out [irregular appearance]. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported irregular appearance was confirmed based on returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The reported difficulty and subsequent treatment appear to be related to plunger inadvertently depressed/deployed (step 2) during device advancement due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.